Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was visually inspected and identified the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was placed on golden system and was run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause was attributed to a module not sending its status message within the expected time.

Event description:
It was reported during the da vinci assisted appendectomy surgical procedure, the customer encountered some errors on the generator screen, specifically m-02, c-00, and m-11 errors. The tse reviewed the system error logs and confirmed the occurrence of errors m-02. The procedure was completed as planned with no reported injuries.